Event description:
A nurse reported via phone call indicating that the customer experienced unexpected high blood glucose of 600 mg/dl. The customer was hospitalized for diabetic ketoacidosis with high blood glucose. The customer was treated for the high blood glucose with insulin. The nurse was assisted with trouble shooting and found that the basal rates were all correct in the basal history. The nurse was advised to change the reservoir and infusion sets. The customer's insulin pump passed the self-test. The nurse was advised to have the patient call back to provide more information on the causes of the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.